Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with bottom case cracked by the battery compartment but no visible contamination. Event history log review was performed and found evidence of reported problem. Visual inspection and power up process were performed. According to the investigation, the customer?s reported problem was duplicated during power up process and error found in ehl. The investigation reported that the reported problem was caused by the pump main pc board not operating properly as a result of normal wear which the pump is over 13 years old. Investigator?s replaced main pc board. Performed power up process and all the functional test passed. The problem source of the reported problem is normal wear (pump is 13 years old).

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited system failure and force sensor bridge test. No reported adverse effects.